Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics. The pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was worn in the swimming pool. Customer's blood glucose was unknown at the time of incident. No further details given.